Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated there were no inaccuracies present after registration for this procedure.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735736, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon had difficulties registering the patient. It was reported that the non-invasive patient tracker (nipt) displayed on the patient's chin and had difficulties adjusting the position in the software. It was reported that through touch and trace registrations, a passing registration could be performed. However, the surgeon felt inaccurate at the mid-line though accurate enough in the area of interest. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.